Event description:
It was reported that stent damage occurred. The 90% stenosed, 10mm in length, concentric, de novo target lesion was located in the severely tortuous, moderately calcified and 2.75mm in diameter right coronary artery. The lesion contained >45 and <90 degrees bend. The lesion was predilated and a 2.25x16mm promus element ¿ stent was advanced but was not able to cross the lesion. The device was removed however the proximal part of the stent scratched the ostium of the guide catheter and a result, the proximal portion of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent struts from the most proximal stent row were raised outwards distally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal. The ro markerbands and the tip of the device were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 10mm in length, concentric, de novo target lesion was located in the severely tortuous, moderately calcified and 2.75mm in diameter right coronary artery. The lesion contained >45 and <90 degrees bend. The lesion was predilated and a 2.25x16mm promus element stent was advanced but was not able to cross the lesion. The device was removed however the proximal part of the stent scratched the ostium of the guide catheter and a result, the proximal portion of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.